Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the arrhythmia existed before the left ventricular assist device (lvad) implant and was thought to be therapy related. The patient passed away during admission on (B)(6) 2023 due to a head bleed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events of cardiac arrhythmia and head bleeding could not be conclusively determined through this evaluation. Additionally, review of the submitted log file confirmed elevations in pump power and estimated flow; however, a specific cause for these elevations could not be conclusively determined through this evaluation. The submitted log file contained events from 06jan2023 through 18jan2023, per the timestamps. Increases in pump power and estimated flow were observed over time. It should be noted that the majority of these elevated parameters were captured during pulsatility index (pi) events. No other notable pump events or alarms were captured. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. The account indicated that the patient's arrhythmia existed prior to device implant and resulted in clinical compromise. The patient's arrhythmia was thought to be therapy related; however, the way in which it was related to therapy was reportedly unknown. The device was not returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event (including requests for product return); however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists cardiac arrhythmia, bleeding, and stroke as adverse events that may be associated with the use of heartmate ii lvas. This section also addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Section 1 along with section 4, "system monitor", also states that during a suction event or if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. If another pi event is detected, the device drops to the ¿low speed limit¿ again and then ramps back up. This cycle repeats as long as pi events are detected. Additionally, there are no audible alarms with a pi event. Section 4 further states, ¿pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events, including sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed¿. Furthermore, section 6, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. This section also discusses anticoagulation, including recommended international normalized ratio (inr) values. Additionally, this section also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted overnight with a long history of ventricular tachycardia with their current flows being in the 7s. The patient had no active alarms and had not been seen in clinic in over six months. Log files captured a gradual increase in the recorded power and flow values over their history.

Manufacturer narrative:
A supplemental report will be submitted once the manufacturer¿s investigation is completed.